Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the event description: preparation of the diffuser by the idel with 120ml, in accordance with the prescription, for a 12-hour treatment. Diffuser fitted at 7.30am. The patient called back at 2.30pm and the diffuser was empty. A new diffuser is prepared at 3pm, with 200ml, for use at 8pm to cover the night. The patient called back at 11pm and the diffuser was empty. The patient was fine and no consequences were observed. The faulty diffusers were not recovered. Medication : acupan infusion for 3 days.